Event description:
Additional information - it was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Additionally, before the ICD was explanted, the device leaked lithium acid into the patient's body. As a result, it was reported that the patient suffered bodily injury, pain and suffering, disfigurement, disability, mental anguish, loss of capacity for the enjoyment of life, loss of the ability to earn money, and additional hospitalizations and care.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, battery performance alert was noted. At the time of change out, the implantable cardioverter defibrillator was unable to be interrogated. Interrogation was tried in different rooms in the hospital to exclude electromagnetic interference and was also tried using different programmer. The device was still unable to be interrogated and it was suspected that it could be due to very low battery voltage. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Upon receipt, the device was unable to communicate. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.